Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was faulting, and the customer had to perform a power cycle. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The call was ended before troubleshooting due to patient needs. After the call, the tse checked the system logs and found errors pointing to an issue with universal surgical manipulator (usm) 2. It was undetermined whether the customer would continue by disabling usm 2 or possibly convert to open. There was no reported injury at the time of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 due to related error code 23000 in the logs. The system was tested and verified as ready for use. Isi has received the usm for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the errors 906, 1100, 48100, 26005, and 11 were confirmed through logs, but not replicated. The unit was tested on an in house system in normal mode with no related errors. The unit was also tested on a pftp with no related errors.

Event description:
Refer to h10/h11 for follow-up information.